Event description:
It was reported that during shift check, the platform indicated user advisory 45 message that could not be cleared. The platform also intermittently shuts off on its own. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report. However, the device is still under investigation. . A supplemental report will be submitted when the investigation is completed. No adverse event reported.